Event description:
The following was reported to hamilton medical ag: summary: biomed reported that the c6 ventilator screen shut down for a brief second before coming back on. Took a look at the logs and confirmed that te: 1246033 occurred, but was resolved 1 second later.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.